Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the bariatric surgery sleeve procedure, in the third shot endocutter the load gst60d staples and cuts correctly on the side of the piece but on the side of the remaining stomach of the patient, only staples the internal line while the two external lines cut without stapling. Before with two gst60t loads and after that third load, the endocutter works correctly with two gst60b loads. Surgery delayed 10 minutes, needed to be reinforced with a manual suture. Procedure was completed successfully. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 08/27/2021 h11: corrected data = h6 caused traced to user (d11) was omitted on the previous submission.

Manufacturer narrative:
(B)(4). Date sent: 8/20/2021. H6: component code =g04. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one ecr60w reload loaded on the device. The reload was received fully fired, upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife.. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.